Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints are visible on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent and the stent protector were not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. Outside patient, during the attempt to load the device onto the guidewire, it was noticed that the stent was dislodged from balloon. It was neither found in the package nor on the table.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. Outside patient, during the attempt to load the device onto the guidewire, it was noticed that the stent was dislodged from balloon. It was neither found in the package nor on the table.

Manufacturer narrative:
Combination product: yes.